Event description:
This ra lead was implanted on (B)(6) 2016 and still remains implanted at this time. In a call log on (B)(6) 2017, it was noted that there had been spikes in impedances, a week of high impedances in (B)(6) of this year with impedance values that are ranging from 600 to >3000 ohms . It was also noted that there had been spikes in impedances since (B)(6). No noise was observed. Reviewed for potential oversensing with out-of-range atrial impedances. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).